Event description:
I had the essure procedure done in 2009, with no problem during procedure. Pregnancy tests were taken and came back negative. The following month, stomach pain and bloat. I went to emergency room, and they said I was pregnant -about 6 weeks- and it was ectopic and had burst. I was taken to another hospital that did emergency surgery, removing most of my right ovary and part of fallopian tube. Dates of use: 2009. Diagnosis: prevent pregnancy.